Manufacturer narrative:
Mindray rep replaced the spo2 connector. Calibrated and safety tested unit to factory specifications.

Event description:
Customer reported an issue with the accutorr v monitor, which may have resulted in an intermittent loss of spo2 monitoring. No pt injury was reported.